Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device had a balloon burst. The balloon was inflated with 40 ml of eppi. A few minutes later, the nurse noticed that the device was not holding as the balloon had ruptured. A second device of the same diameter was inserted with slightly less eppi (30-35 ml) but the balloon ruptured again. A third device of the same diameter with the same volume of eppi (30-35 ml) but from a different batch to the second was placed. The balloon burst again. Finally, a fourth device (30-35 ml of eppi in the balloon) was placed. As the patient left with this device and it was assumed that the balloon had held. No other adverse patient effects were reported.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none on the lot number 8763695. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action: - nc (B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. On september we received a documentary investigation from our subonctractor. During manufacturing step no quality defect was registered during manufacturing on the intermediate component ab632080 lot number 8693909. Products was conformed.

Event description:
According to available information, this device had a balloon burst. The balloon was inflated with 40 ml of eppi. A few minutes later, the nurse noticed that the device was not holding as the balloon had ruptured. A second device of the same diameter was inserted with slightly less eppi (30-35 ml) but the balloon ruptured again. A third device of the same diameter with the same volume of eppi (30-35 ml) but from a different batch to the second was placed. The balloon burst again. Finally, a fourth device (30-35 ml of eppi in the balloon) was placed. As the patient left with this device and it was assumed that the balloon had held. No other adverse patient effects were reported.